Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21 during normal use. Customer's blood glucose was 121 mg/dl. The customer was unable to esc/act out of a21 alarm. The customer stated a temp basal was not programmed before the a21 alarm occurred. The customer stated that the alarm didn't occur shortly after inserting a new battery. The customer was advised that the device would be replaced. The customer was advised to monitor pump and may continue to wear the device until replacement arrives. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify alarm due to unresponsive buttons. The insulin pump was received with minor scratches on display window, cracked case on the display window corners and broken reservoir tube lip.